Event description:
It was reported that the representative contacted the team while the patient was on the table due to ECG noise observed in non-bsc devices while using the farastar rsm cable. Connections and ECG/egm signals were promptly reviewed. The team had previously replaced the ra lead on the rsm cable, which provided partial improvement. The patient had initially been considered for a study requiring high-quality ECG signals; however, during the call, the patient was originally being considered for a study that needed good ecgs, during the call the patient was ruled out for the study. This event is being reported for a canceled/aborted procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.